Manufacturer narrative:
H11: the device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump over-infused medication. This was observed after patient infusion with meropenem. The nurse hung a new primary line with normal saline (250ml bag) and a secondary line for intravenous (IV) antibiotic (meropenem; 500mg/100ml) infusion; the primary line was lowered as taught in the training class after priming. The nurse used the new patient option and updated the programming from the recommended 200ml/hr, volume to be infused (vtbi) of 100ml to a vtbi of 105ml to ensure the entire antibiotic IV volume was infused; the primary infusion for normal saline was set to 5ml/hr. Upon confirming the antibiotic completion, the summary screen indicated primary 0 and secondary 238, total 238 which was incorrect. The secondary screen for meropenem 200 rate, 272 vtbi, over 1.22hr was incorrect and not as entered. The IV fluid plain (normal saline) rate of 5ml/hr, vtbi 200ml, and 40hr time was correct. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.